Event description:
Rptr alleged the lancet needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing would not retract after use. The location of the alleged incident was not provided. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.